Manufacturer narrative:
Streptococcal mediastinitis following placement of a bravo¿ capsule / joseph peeden, anna conner and dante pappano / clinical pediatrics 2025, vol. 64(5) 613¿615 / doi: 10.1177/00099228241293047 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature report, a case of streptococcus pyogenes mediastinitis following bravo capsule placement was reported. A 9-year-old female experienced fever, vomiting, and lethargy 3 days post capsule placement. She reported chest and neck pain which was exacerbated by swallowing and breathing. Imaging noted widened mediastinum, mediastinal free fluid, and inflammation which extended into her neck. She was admitted and placed on intravenous antibiotics. After a prolonged hospitalization, she completed 30 days of oral amoxicillin and had an uneventful recovery.